Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. Hardware was replaced on both the c-arm and the workstation, and the image processor and the crossover cable between the rtos and gpos were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not boot up and the control panel stalled at 5 arrows. No pt injury was reported.